Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 307 mg/dl with moderate ketones present. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient had been placed on a replacement pump the prior evening. Troubleshooting completed by animas customer support discovered that the customer had not programmed the replacement pump with the proper basal rates and rate per hour settings. Animas customer support assisted the customer in programming the replacement pump with the proper settings from the previous pump¿s programming during troubleshooting. This complaint is being reported because the patient experienced serious injury associated with a training/misuse issue. No pump malfunction was discovered during troubleshooting.